Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/24/2025, it was reported by a sales representative via sems-(B)(4) that two ar-2324kbcc biocomposite knotless swivelock had issues. The swivelocks had loosened eyelets and would not stay on the inserters. The surgeon had to remove the orange gummy around the rings and retain the knotless sutures to hold the eyelets on the inserters. Once the swivelocks were inserted, the anchors failed to make a purchase with the bone and would not advance. After the second failed attempt to insert the anchors, the eyelets were completely off the swivelock's inserters but still attached to the knotless sutures, and the anchors were pushed to the end of the inserter. The surgeon retracted the green portion of the inserters back and attempted to retract the screws to their original position to attempt to inserter them again. For an unknown reason, the screws were stuck on the end of the inserters and were no longer able to be moved. This was discovered during a procedure. Additional information requested on 4/1/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.